Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that recently, several physicians from different hospitals have complained that balance middleweight universal ii (bmwii) guide wires were hard to withdraw from the anatomy after successful stent implantation. After the guide wires were pulled out of the vessels, it was generally found the distal coils were stretched. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.